Event description:
It was reported that the zimmer electric dermatome motor did not work. Additional clinical follow up with the customer indicated that the issue was discovered before surgery when they went to turn on the device. There was no patient involvement and an alternate device was retrieved for use during the procedure. Also, there was no delay or extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.